Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. (B)(4). Lot number unknown. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a surgical procedure the prodisc l inserter instrument failed to allow the prodisc l inlay to run down its guide rails. The inlay appeared to be blocked by small screws which appeared partially loose in the instrument's arm. To proceed with the case the surgeon eventually had to manually load the insert, which risked improper implantation. The incident did not cause any direct blood loss, but the patient had lost an above average amount of blood throughout the procedure, this caused the surgeon to be concerned when an extra 10-15 minutes was added to the case due to reported instrument issue. The patient did not undergo any treatment/intervention for the blood loss and the patient outcome was not adversely affected. It was reported that the general condition of the instrumentation on this whole loan set had been quite poor. The synthes sales consultant stated that numerous wear and tear problems have been experienced with this loan set. This report is 1 of 1 for (B)(4).